Event description:
The rptr stated the device did not deliver the volume that it was set to infuse. There was no illness, injury or med intervention resulting from the event. No further info was provided. One patient involved.